Event description:
It was reported to medtronic minimed that the insulin pump battery compartment was cracked. The customer reported no adverse event. The event involved product(s) mmt-1712kl. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a partially broken retainer ring. Unable lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, broken battery cap, cracked keypad overlay, missing display window/cover, broken reservoir tube lip, broken battery tube threads, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay and label damage (end cap address label faded). Cosmetic damage was confirmed at the battery compartment. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.